Event description:
On (B)(6), 2023 getinge became aware of an issue with one of surgical lights ¿ hled 500/700. According to the customer allegation, the temperature of the lights was high during normal use. There was no injury reported, however, we decided to report the issue in abundance of caution as excessive heat produced by the lights may cause serious injury in case of event reoccurrence.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1 event site name and address: (B)(6).

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of d4 catalog# and d4 version or model#, h4 manufacture date, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. Previous d4 catalog#: ard568521010a. Corrected d4 catalog#: ard568370957/ard568350953. Previous d4 version or model#: ard568521010a. Corrected d4 version or model#: ard568541010a. Previous h4 manufacture date: 2018-03-29. Corrected h4 manufacture date: 2018-05-16. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Getinge became aware of an issue with one of surgical lights ¿ hled 500/700. According to the customer allegation, the temperature of the lights was high during normal use. There was no injury reported, however, we decided to report the issue in abundance of caution as excessive heat produced by the lights may cause serious injury in case of event reoccurrence. It was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. The claimed device was being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the illuminance and irradiance measurements performed on site, on the light heads involved, comply with the standards iec 60601-2-41 and iec 60601-1. The tests carried out during the design and the development of powerled-hled show that the thermal measurements of the housing, the irradiance measurement, the illuminance measurement and uv measurements indicate values in accordance with the standards iec 60601-2-41 and iec 60601-1. At a distance of 1 000 mm, for a single light head: the illuminance of a single surgical light must reach the minimum value of 40 000 lx and must not exceed 160 000 lx. The total irradiance of the illuminated area shall not exceed 600 w/m² (hled) et 500 w/m² (pwd. In standard mode. The uv radiation for wavelengths below 400 nm shall not exceed 10 w/m². The powerled and hled uv is below 1 w/m². The optical tests performed on the production line for all light heads manufactured ensure that the products are compliant with the technical specifications. The powerled-hled instruction for user manual 01811 & 01601 mentions 2 warnings related to this event. To prevent any incident the instruction for use mentions that the light is a form of energy that can cause tissue to dry, particularly if light beams from more than one lighthead are superimposed. Users must be vigilant and set appropriate illumination levels for each operation and patient, in particular for long operations. Light is a form of energy that, on account of certain wavelengths emitted, may not be suitable for certain pathologies. The user must be aware of the risks relating to exposure of open wounds to a light source of too great an intensity. The user must be vigilant and must adjust the level of illumination to suit the patient concerned and to avoid undesirable temperature increases in the operating field, particularly during a lengthy procedure. Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.

Event description:
Manufacturer's reference number: (B)(4).